Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, this report will be updated. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The elective replacement indicator (eri) was found during a regular follow up. The timeframe in which the estimated longevity change was observed has not been specified. No data analysis from this device was performed. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated the device was explanted. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The elective replacement indicator (eri) was found during a regular follow up. The timeframe in which the estimated longevity change was observed has not been specified. No data analysis from this device was performed. This device remains in service. No adverse patient effects were reported.